Event description:
It was reported that the right ventricular lead had increasing impedance. The impedance alert range was increased and the patient will be monitored. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.